Event description:
Boston scientific received information that this patients competitor right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohmsand loss of capture (loc). Boston scientific technical services (ts) was consulted and gave some programming suggestions. As a result the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that during a revision procedure for the right ventricular (rv) lead, it was noted the other manufacturer's previously abandoned ra lead was fractured at the suture tie down site. The ra lead was fully explanted during the procedure. The cardiac resynchronization therapy defibrillator (crt-d) was electively explanted with no allegations during the procedure.